Manufacturer narrative:
Patients information - unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -5.0/1.0/087 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2021 from patient's left eye (os) due to excessive vault.this resolved the problem.cause of the event is reported as unknown.

Manufacturer narrative:
Patients information - unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -5.0/1.0/087 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on 09/oct/2021 from patient's left eye (os) due to excessive vault.this resolved the problem.cause of the event is reported as unknown.